Event description:
An eye care professional reported that a patient experienced a corneal ulcer associated with wear of a softperm contact lens and use of optifree replenish and amo complete multipurpose lens care solutions. Patient presented with severe pain, watery discharge, left eye. Slit lamp examination revealed mild ulcer located at 4 o'clock central cornea. Prescribed zylet and besivance to be alternated every 2 hours. Event resolved in 1 week and lens wear has resumed with no impact on visual acuity. No further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.